Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
On september 3rd, 2024, the following additional information was provided by the rep via email: "we used the instrumentation provided in the kit. The bone was hard, but not uncommon for bone in this area. The anchor inserted without difficultly. "

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3680 fibertak® button implant systems sutures broke. This occurred during a subpec bicep tenodesis on (B)(6) 2024 when the device was implanted when shuttling the sutures, they broke. The implant remained and the sutures were removed. Additionally, they re drilled and used another ar-3680. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion and/or excessive force used during suture passing/tightening /tensioning.